Event description:
The biomedical engineer (bme) reported that the gz transmitter was false alarming for asystole at the cns. The cns also displayed different hr readings than the gz. It was also mentioned that the gz would sometimes not alarm for asystole. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the gz transmitter was false alarming for asystole at the cns. The cns also displayed different hr readings than the gz. More concerning, it was also mentioned that the gz would sometimes not alarm for asystole. After extensive unsuccessful troubleshooting with technical support (ts), nk's cits was able to help them resolve the false alarming issue. It was discovered that lead 1 was depressed, causing the false asystole alarms. Ts had the bme switch to lead 2, which corrected the issue. Ts advised that they should always monitor a lead with good signal strength to ensure they don't get false alarms. However, there was no solution for the missing alarms and the disparate readings. No patient harm was reported. Investigation summary: the issue was caused by poor signal quality on the selected primary ECG lead. The primary lead in use had a depressed signal, resulting in false asystole detection and missed alarms. Changing the primary lead being monitored at the time to one with adequate signal quality resolved the issue. No device malfunction was identified. The root cause is related to settings and patient condition. Nk will continue to monitor and trend. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: gz transmitter: model #: gz-130p. Serial #: (B)(6). Device manufacturer data: 07/18/2018. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the gz transmitter was false alarming for asystole at the cns. The cns also displayed different hr readings than the gz. More concerning, it was also mentioned that the gz would sometimes not alarm for asystole. After extensive unsuccessful troubleshooting with technical support (ts), nk's cits was able to help them resolve the false alarming issue. It was discovered that the lead 1 was depressed, causing the false asystole alarms. Ts had the bme switch to lead 2, which corrected the issue. Ts advised that they should always monitor a lead with good signal strength to ensure they don't get false alarms. However, there was no solution for the missing alarms and the disparate readings. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: gz transmitter: model #: gz-130p. Serial #: (B)(6). Device manufacturer data: 07/18/2018. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the gz transmitter was false alarming for asystole at the cns. The cns also displayed different hr readings than the gz. It was also mentioned that the gz would sometimes not alarm for asystole. No patient harm was reported.